Event description:
The customer reported the high voltage cable has a cut in the sheath and the fluoro image fluctuates.

Manufacturer narrative:
The service rep removed and replaced the high voltage cable and image intensifier power supply. They tested the system by booting, taking, saving and recalling fluoro shots.